Event description:
Patient with the substitute 16 fr temp sensing foley placed last night, today he grabbed the tubing and the tubing came apart with very little effort, opening the system, allowing urine to spill out. There was a seal but it did not help in any way and fell off the tubing. This is a risk for infection.